Manufacturer narrative:
On 5-24-2010 clinical mgr contacted site. It was mentioned to her that there was debris noted on the cone during treatment. Uncorrected visual acuity (ucva) day one post-op ((B)(6)-2010) was 20/400 right eye and on post-op days 3 ((B)(6)-2010) was 20/40 right eye with mild infiltrates. Pt was seen again (B)(6)2010 and her ucva was 20/25. She still using zymar, pred fort and artificial tears.

Event description:
Site called to report that pt, had an epithelial defect with infection on right eye on post-op day one. Date of surgery (dos) was (B)(6)2010. Treatment was completed without further surgical intervention. Customer service provided add'l info from the call. Reporter mentioned that surgeon had just applied the ring in the pt's eye and he was going to ask the nurse to increase the suction. Then he told the nurse to back off the suction, pulled the particle off the ring and he went ahead with the procedure. After the surgery, reporter told surgeon that he was not suppose to use the pt interface (pi) and in a case like this the instructions say to discard and open a new one.